Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. However, it was found a disconnection on the cable of the foot switch as an evaluation result by an olympus local service engineer. The device history record was reviewed and found no irregularities. Based on the evaluation result so far, omsc surmised the cause of reported failure phenomenon was attributed to a disconnection on the cable of the foot switch. The ues-40s instruction manual states the corresponding method when there is an abnormality for the foot switch.

Manufacturer narrative:
The referenced ues-40s was not returned to olympus medical systems corp. (Omsc) for evaluation yet, therefore omsc could not evaluate the ues-40s. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during a transurethral resection, the high frequency output of the ues-40s could not be activated. The facility changed the ues-40s to the other unspecified similar device and the procedure was completed. There was no report of the patient¿s injury regarding this event.